Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the healthcare provider (hcp) was not sure how the first lead had a tear, it could have been the bovie that knocked it. The hcp determined that the second lead was torn by the titan anchor during removal. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-mar-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was scheduled for battery replacement only due to end of life and that there was nothing wrong with the ins. The rep reported that prior to replacement the battery was analyzed and no high impedances were found. The rep reported that once the hcp opened the pocket and removed the battery, it was discovered that there was scar tissue wrapped around both leads. The rep reported that the hcp removed the soft tissue and found that one of the leads was knicked. The rep reported that they tested the lead and found high impedances of 10,000 ohms in a few of the electrodes. The rep reported that the hcp decided to replace the lead. The rep reported that once that lead was in place, the hcp was removed the old bumpy anchor and found that the silicone slid down the lead easily but that the metal inside the anchor was adhered to the lead. The rep reported that during the removal of the metal sleeve, it was discovered that there was a tear in the lead. The rep reported that the lead was tested and found to have 10,000 ohms impedances across all electrodes. The rep reported that the hcp surmised that the anchor caused the tear as it was difficult to remove and the lead was tested normal prior to the procedure. The issue was resolved. No further complications were reported.